Event description:
Asr revision. Right asr hip resurfacing system . Reason for revision: pain.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing - right. Reason(s) for revision : pain. Update rcvd 11 june 2014 - primary surgeons name and additional reasons for revision - noise / elevated metal ions.